Event description:
Caller reported a malfunction on pump, identified as malf 12. Blood glucose level stayed within the normal range, indicating no adverse impact to customer¿s blood glucose level. Technical support provided instructions on resetting pump, assisted caller with the reset, and confirmed malfunction code did not recur. Caller understood instructions to call back if issue occurs again and continued using pump.